Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k092313, k172831, k191910.

Event description:
According to the customer: "it was reported that at 3:00 p.m. The infusions were reviewed, and it was noticed that in 24 hours only 4 ml of a 1 mg morphine preparation titrated to 0.9% ss 24 ml was infused, which began at 5:00 p.m. On (B)(6) 2025, and as of today, (B)(6) 2025, only 4 ml has been infused." Additional information has been requested but not provided.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #. K092313. K172831. K191910. The uploaded history files could not be analyzed, as the data from the incident date (B)(6) 2025 - is no longer available. The pump was inspected locally in mexico, and no technical malfunction was identified. Therefore, the defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.